Event description:
The customer reported to olympus, that the evis exera ii gastrointestinal videoscope channel was not an original part of olympus. There was no patient harm associated with the event. During evaluation of the returned device, the evaluation found the nozzle was clogged with foreign material. It was not possible to identify when the foreign material had been left in the nozzle. There is a possibility that the subject device was used to the patient with the foreign material remained.) This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. Third party repair had been performed. In addition to the finding reported in b5, the following nonreportable malfunctions were identified: air/water cylinder had discoloration; grip had a scratch; scope cover unit and connector was deformed; corrosion on various parts of the device; due to burn on cover, isolation resistance value at distal end does not meet specification; cover, objective lens, light guide and adhesive rubber had a crack; connecting tube, and universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU). Instruction manual evis exera olympus gif type q165 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera olympus gif type q165 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.